Manufacturer narrative:
Stryker advised the customer that their device is not field-serviceable. Stryker recommended that the customer remove the device from service and a replacement therapy cable be obtained. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device displayed noise and distortion on the paddles lead ECG signal. In this state, the need for therapy could not be determined, if it were needed. This issue is patient related; however, there was no adverse event reported.